Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
At a regular review appointment in situ measurements revealed affected channels. The recipient initially did not notice any change in sound quality but then reported a decrease in hearing in (B)(6) 2021. According to new information received, performance with the device has decreased. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
At a regular review appointment in situ measurements revealed affected channels. The recipient initially did not notice any change in sound quality but then reported a decrease in hearing in august 2021. According to new information received, performance with the device has decreased. The user will be re-implanted in 3-4 months time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At a regular review appointment in situ measurements revealed affected channels. The recipient did not notice any change in sound quality. An incident of accident or trauma is unknown.

Event description:
At a regular review appointment in situ measurements revealed affected channels. The recipient initially did not notice any change in sound quality but then reported a decrease in hearing in (B)(6) 2021. For the time being the user has been remapped with success and the user seems happier with the performance of the device now.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. The recipient is still receiving benefit with the device and will be monitored by the clinic. The device stays implanted and in use.